Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.